Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus and delivery. The insulin pump was tested outside of device and passed the insulin pump may have had intermittent failure that was not detected during our testing. The insulin pump passed prime/a33, basic occlusion and displacement tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and stained address serial number label noted.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.